Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead in both unipolar and bipolar configurations. The rv lead was capped (B)(6) 2025 and replaced. The patient tolerated the procedure well and was pending discharge the following day. There were no patient consequences.